Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump displayed a "stopped: motor error" message and stopped. The pump was replaced. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.